Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the distal stomach during a laparoscopic sleeve gastroplasty, the device was able to fire, but did not complete the staple line in the pyloric region of the stomach making a cracking noise. Another stapler and reload were used to complete the case. There was no patient injury.